Event description:
A user facility reported that an intraocular lens (iol) was explanted due to being off axis. Add'l info has been requsted.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in this lot number. Add'l info was requested on 7/22/2008, 7/24/2008, 8/5/2008 and 8/12/2008 by phone, fax and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 8/21/2008.